Manufacturer narrative:
B3: date of event - event date was reported as before february; therefore was approximated to (B)(6) 2021.

Event description:
It was reported that dissections occurred and additional intervention was required. Two 6f mach1 guide catheters were selected for use in procedures. The devices did not sufficiently support balloon or stent advancement in small, tough lesions and tortuous veins. The devices lost their hardness over time. In some cases, the guide catheter stuck to the insertion site sheath and would move the sheath during catheter movements. It was observed to lack inner diameter suitability to practically support easy double balloon or joint stent-balloon advancement. Additional steps, such as embedding the catheter further into the coronary artery, were required as sufficient support was not provided for such catheter issues. Additionally, the devices have resulted in dissections, prolongation of procedures, use of additional balloons or stents, operation failures, and vital complications because the balloon or stent could not be advanced. It was further reported that the dissection occurred during the stent passing stage. The dissected area was covered. The procedure was completed with another guide catheter. The patient's status was stable.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that dissections occurred and additional intervention was required. Two 6f mach1 guide catheters were selected for use for the procedure. The mach1 guide catheters did not sufficiently support balloon or stent advancement in small, tough lesions and tortuous veins. The devices lost their hardness over time. In some cases, the mach1 guide catheters would stick to the insertion site sheath and would move the sheath during catheter movements. It was observed to lack inner diameter suitability to practically support easy double balloon or joint stent-balloon advancement. Additional steps, such as embedding the catheter further into the coronary artery, were required as sufficient support was not provided for such catheter issues. Additionally, the devices have resulted in dissections, prolongation of procedures, use of additional balloons or stents, operation failures, and vital complications because the balloon or stent could not be advanced.